Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes loss of ventricular sensing. When the loss of sensing was first observed in 1998, the device was programmed to aai. During the subsequent explant procedure, telemetry data exhibited dashes(---). After the procedure, telemetry data was normal but the sensitivity could not be measured.